Event description:
The consumer reported experiencing "wavy" and blurry vision. The pt also reported eye strain and headaches while wearing glasses. The pt indicated that her surgeon's diagnosis was the she had developed scar tissue. Yag laser procedure (capsulotomy) was performed. The reason for yag was not provided. This report pertains to the pt's right eye. Additional info has been requested, but no additional info has been received. Please refer to MDR 1313525-2015-00220 for the lens implanted in the pt's left eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.